Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2018-01822. Additional concomitant medical products: juggerknot soft anchors juggerknot mini, pn: 912080 ln: 792240. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two suture anchors would not disengage. No patient impact was reported. No further information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed both sutures and both inserters were returned back are visually conforming to the prints. Visual inspection identified no damages to either of the devices as seen in the photos attached. A dimensional analysis was conforming to print specifications. Functional testing is not possible as the device was returned disassembled. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.